Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Crm service notification text (B)(6) 2022 02:15:45 arriap1 caller sts that she is still have 594 mg/dl caller does not know if her insulin is not working or may have been damaged by the fridge or her accucheck expl for the accucheck will need to call accucheck to change the insulin would be a pharmacist or to seek emergency help caller did not want to t/s due to already testing the pump crm service notification text (B)(6) 2022 01:50:03 erp_rfc_user related svn (B)(4) crm service notification text (B)(6) 2022 01:45:50 erp_rfc_user related svn (B)(4) crm service notification text (B)(6) 2022 01:45:47 erp_rfc_user related svn (B)(4) crm service notification text (B)(6) 2022 01:45:33 sangag3 customer concern: patient called because they have encountered insulin flow block early this evening their bg now is 562 but they did check their bg and it is going down to 520 advise the patient to monitor their bg for now dop114-980doc: high bgs/under delivery document current bg value: 520 mg/dl is customer currently reporting any symptoms related to their high bgs?: no does customer feel ok to troubleshoot?: no suggest calling hcp and following the guidelines outlined in the IFU, or seek medical attention and call back to troubleshoot. Advise customer the symptoms they have expressed may be indicative of the possible onset of dka: yes inquire if customer would like to stop now and contact their hcp, or if they wish to proceed. Document customer response: contact hcp was customer using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high bg event?: no consider changing the insulin, reservoir, and infusion set: yes advise to call back for assistance. Advise we may perform a follow-up attempt to obtain missing information if necessary: yes.

Event description:
It was reported that the customer experienced hyperglycemia with a blood glucose value of 562 mg/dl due to insulin flow block. The customer does not experienced any symptoms related to high blood glucose. Troubleshooting was performed and found that the auto mode/smartguard feature was not active at time of high bg event. It was unknown whether the customer will discontinue the use of the insulin pump. The pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5, d10 section. The medical device problem code that was provided with the initial report was incorrect. The correct information has been included with this report in h6 section.